Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast implantation procedure with saline mentor smooth round high profile 290cc breast implants and suffered several unexplained systemic symptoms, including hair loss, nausea, vomiting, headaches, insomnia, skin rash, difficult breathing, visual disturbances, brain fog, period pain, digestive issues, anxiety, weight loss, swelling and pain. Deflation on the right side was also reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2020. This report is for the left breast prosthesis.